Event description:
Patient representative reported that the patient experiences persistent the fear of developing cancer, by ongoing pain in the right breast. Medical examinations have revealed hardening and a cyst in the left breast, along with swollen lymph nodes. The severity of the anxiety and pain has necessitated psychological treatment. Additionally, the patient suffers from chronic nausea and vomiting, which led to acute malnutrition and required inpatient care at the of 2023. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported that the patient experiences persistent the fear of developing cancer, by ongoing pain in the right breast. Medical examinations have revealed hardening and a cyst in the left breast, along with swollen lymph nodes. The severity of the anxiety and pain has necessitated psychological treatment. Additionally, the patient suffers from chronic nausea and vomiting, which led to acute malnutrition and required inpatient care at the of 2023. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, d1, d2a, d2b, d3, d4, g4, h4, h6.